Event description:
It was reported to philips that the system's x-ray was not possible. The user performed restarts, but the issue persisted. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.